Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen and hard to read in daylight, insulin pump's buttons were harder to press, batteries were lasting less than 6 days, insulin pump had rejected new batteries, insulin pump not keeping accurate date and time, insulin pump did not download, random and unexplained no delivery alarms error messages, reservoir fogs up and leaks insulin. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.